Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that right atrial (ra) lead exhibited oversensing of noise, insulation abrasion was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was stable and had no adverse effects.